Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, four (4) photographs of the samples were provided for evaluation. The photographs were reviewed and showed scratches on the line just below the connector. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: the device was manufactured at one of the following facilities: (B)(4). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) pd cassettes had "scoring (3 lines) right below the connection to the cap line" and "definite scratches on each line". This was observed before use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.